Manufacturer narrative:
The unit was returned to the analysis site due to the blue error code was occurring and the blue cable was reported to be visibly jerking . The analysis site confirmed the customer complaint and found the blue cable was causing the l3-018 blue cable errors and the e-clip was damaged during disassembly. To correct the customer complaint, the site replaced the blue cable and the e-clip. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process , added heat shrink to the green and blue cables. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that during a breast biopsy, a blue error code was occurring. The physician was unable to complete the breast biopsy. The patient was rescheduled.